Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s insulin pump alarmed replace battery now without a low battery alert. During troubleshooting the customer¿s mother stated the batteries in use were not used previously. It was advised that the insulin pump will be replaced, and that the insulin pump could be used until the replacement arrived if a new battery was inserted. Blood glucose values were not reported.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No power loss alarm or replace battery now alarm noted during testing or in the pump trace download. However, pump trace download analysis confirmed the pump alarmed power error 25 and replace battery alert. The power management tool confirmed power error 25 and replace battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.